Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to poor environment or source of water. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). Twenty-one days after the onset of event, antibiotic treatment was stopped. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.